Event description:
The maestro straight m attachment overheated while being tested. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was not yet received. Therefore, a f/u report will be submitted when quality investigation is completed.